Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results when received.

Event description:
It was reported that the bp measurement result was over 300. There were no patient complications reported. Attempts to follow up with the customer have not been successful at this time. Inquired of patient demographics. Unable to be obtained.

Manufacturer narrative:
We received one flotrac kit for examination. The reported event of ¿measurement result was over 300¿ was confirmed. The pressure monitor showed an initial pressure above 300 mmhg upon connecting to the dpt sensor and without applying pressure to the sensor. The dpt sensor did not zero or sense pressure on the pressure monitor. Electrical testing showed that the input impedance met specification, but the output circuit was open. Continuity testing indicated that the open condition occurred inside of the cable connector. Examination of the connector after the contact plates were removed confirmed that lead wires had not been completely inserted into the connector. The flotrac sensor of the flotrac unit zeroed and sensed pressure accurately on the vigileo monitor. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Significant distortion of the pressure waveform can result from air bubbles in the setup. Poor dynamic response can be caused by air bubbles, clotting, , loose connections, or leaks. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Additional information received indicated that an alarm was seen on the monitor to alert of the high reading. Using a new flotrac sensor resolved the issue.